Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the atrial lead exhibited noise on the sensing of the lead. The physician connected the pacing system analyzer to the right lead and no noise was observed. The lead was not used, and a new lead was implanted. The patient was stable post-procedure.